Manufacturer narrative:
Device was received with the operating currents within specification . And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08825 inches. The no delivery alarm functioned properly, and audio alarm could be heard during the basic occlusion and occlusion tests. Device received with cracked minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer' family member reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 460 mg/dl at the time of incident and the other blood glucose level was 486 mg/dl, 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports they did not allege insulin pump was under delivering. Customer perform high performance test and insulin pump did not alarm no delivery. Customer reports that drive support cap was appears to be normal. Customer stated insulin exited at the quick release. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.